Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and genital haemorrhage ("heavy and irregular bleeding") in a 29-year-old female patient who had essure (batch no. 796910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's concurrent conditions included attention impaired, depression and ovarian cyst. Concomitant products included cefazolin, droperidol, fentanyl, ibuprofen, obetrol (adderall) since 2008, paracetamol (acetaminophen) and paroxetine hydrochloride (paxil) since 2008. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 2 months 12 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), weight increased ("weight gain/weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches") and nausea ("nausea"). In 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss") and rash ("rashes on skin"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and uterine pain ("uterine area pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, weight increased, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, abdominal pain and uterine pain had resolved and the genital haemorrhage, alopecia and rash outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: all symptoms were gone within 30 days following removal. Patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: weight gain, dyspareunia, pelvic pain, weight gain. Most recent follow-up information incorporated above includes: on 27-mar-2018: plaintiff's fact sheet and medical records received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), migraines / headaches, salpingectomy, nausea, abdominal pain, uterine pain, patient did not underwent essure confirmation test were added. Outcome of the event was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and genital haemorrhage ("heavy and irregular bleeding") in a 29-year-old female patient who had essure (batch no. 796910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's concurrent conditions included attention impaired, depression and ovarian cyst. Concomitant products included cefazolin, droperidol, fentanyl, ibuprofen, obetrol (adderall) since 2008, paracetamol (acetaminophen) and paroxetine hydrochloride (paxil) since 2008. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 2 months 12 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), weight increased ("weight gain/weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches") and nausea ("nausea"). In 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss") and rash ("rashes on skin"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and uterine pain ("uterine area pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, weight increased, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, abdominal pain and uterine pain had resolved and the genital haemorrhage, alopecia and rash outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: all symptoms were gone within 30 days following removal. Patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: weight gain, dyspareunia, pelvic pain, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), alopecia ("hair loss"), weight increased ("weight gain") and rash ("rashes on skin"). The patient was treated with surgery (pelvic surgery on or about (B)(6) 2017). At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, alopecia, weight increased and rash outcome was unknown. The reporter considered alopecia, dyspareunia, genital haemorrhage, pelvic pain, rash and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.